Manufacturer narrative:
Additional information was received on october 6, 2016. The device history records were reviewed and found to be conforming. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, distal, left, 12 holes, 278 mm at the end of (B)(6) 2016 (implantation date was taken as (B)(6) 2016). It was reported that the plate broke after five month in vivo; a revision surgery took place on (B)(6) 2016.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): - event summary: it is reported that a patient underwent revision surgery on (B)(6) 2016 due to broken distal femur ncb pp left plate after 5 months in-vivo time. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: the broken distal femur plate is received in 2 pieces for the investigation. The plate is broken through the 8th bore hole from the distal end. Origin of the fracture is located at the thread on the lateral side of bore hole. The fracture surface is examined macroscopically and it is observed that the fracture has a fatigue type of nature. The fatigue fracture radiates out from the origin in series of beach lines medially and the final overload rupture occurs at the medial edge of the bore hole. However, the examination of the fracture surface did not reveal any specific point which might have triggered or favored the fracture. No evidence for a possible material defect was noticed. Review of product documentation: - raw material certificate confirms, that the device was manufactured according to the material specifications. Root cause analysis: root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting. Not possible -> no signs of notching /fretting observed. - breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device). Not possible -> a systemic issue with design and/or material properties would have been detected as part of a trend review. - breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible -> no signs of corrosion observed. Moreover, material compatibility is validated according to the material compatibility specification. - failure of surgery due to wrong selection of components or use in combination with device outside the system => possible, no x-rays were received, therefore cannot be excluded. - failure of surgery due to use of the device not compliant with defined indications => possible, no x-rays/surgical reports were received to confirm what kind of indications was present, therefore cannot be excluded. - breakage of implant due to implant will be implanted against contraindication => possible, no x-rays/surgical reports were received to confirm what kind of indications was present, therefore cannot be excluded. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no x-rays were received, therefore cannot be excluded. - breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, no x-ray template planning for the surgery was received for the investigation, therefore cannot be excluded. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, neither x-rays nor screws were received to confirm this risk, therefore cannot be excluded. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, it is not known whether a spacer is used or not, therefore cannot be excluded. - breakage of implant due to user perform improper handling of the plate during insertion => possible, no surgical report for the implantation was received, therefore cannot be excluded. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, neither x-rays nor screws were received to confirm this risk, therefore cannot be excluded. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no post-operative instructions/protocols were received for the investigation, therefore cannot be excluded. - breakage of implant due to patient do not follow the postoperative protocol => possible, it is not known whether the patient did follow the instructions or not, therefore cannot be excluded. Conclusion summary: the plate was broken 5 months after implantation. The implantation/revision surgery reports and x-rays were not received for an in-depth assessment of the reported event. Patient factors that may affect the performance of the components such as bone quality, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The investigation of the returned product indicates no material defects that could have triggered the fracture could be detected. The fracture surface of the plate is characterized by beach lines which indicate a fatigue fracture. There are several factors which may have contributed to the breakage. Over stressing of the device during the time in vivo, wrong patient behaviour, wrong positioning or not indicated use of the device can be reasons for the breakage. However, it is not known to which extent these might have played a role in the reported event. Additionally, it is not known whether there were other factors influencing the circumstances of the fracture. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).